Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. The patient was in rehab and in order to get their stimulator going again, the healthcare professional¿s (hcp) office told them to call the manufacturer to order a recharger because they lost theirs. The caller was redirected to order a replacement recharger and was redirected to follow up with the hcp to get the stimulator going again. The patient has an appointment on (B)(6) 2018. It was unknown when the issue began. No further complications were reported/are anticipated. Additional information was received from the healthcare professional (hcp) on 2018-jan-12. When asked to clarify the patient needing their stimulator going again the hcp stated that the patient lost their charger/programmer while moving and could not charge their device. They were not the patient¿s hcp when they lost the programmer but recently established care with the patient. Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient was in the clinic and battery was in overdischarge. The rep reported that per the healthcare provider (hcp), the patient and family were instructed on how to do a physician mode recharge (pmr) and was sent home to do the pmr and charge the battery and would be returning to the clinic on (B)(6) 2018 to assess the battery and clear the power on reset (por). The rep reported that the patient had a stroke and just forgot to charge. The rep reported that they tried to interrogate with the clinician programmer, patient programmer and charger unsuccessfully. The issue was not resolved at the time of the report. No further complications were reported. Additional information was received from a manufacture representative (rep) on 2018-feb-09. The rep stated that the patient is returning to the clinic on monday for a follow up and the physician is aware of the issue. No further complications were reported/are anticipated. Additional information was received from a representative (rep) and a healthcare professional (hcp) regarding the patient. It was reported that the overdischarge had not been resolved. A hcp stated they would set up a battery replacement with a non-rechargeable battery. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-mar-06. The rep indicated that the replacement is on (B)(6)2018. No further complications were reported/are anticipated.

Manufacturer narrative:
Per additional information received, a serious injury did not occur as a result of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-mar-22. The rep stated that the device was never replaced. The patient passed away before the cause was performed. The patient passing away was unrelated to their device or pain condition. No further complications were reported or anticipated.